Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was not confirmed due to unavailable sample. A root cause was not identified. The lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center regarding a check patient line alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) assisted the nurse with troubleshooting. The tsr had the nurse check the patient line for air/fibrin. The nurse stated that there was air in the patient line. The tsr advised the nurse that she would need to start over with new supplies. The tsr assisted the nurse to end therapy. The nurse would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.